Event description:
It was reported that the patient felt muscle stimulation. High voltage lead impedance and pacing appeared normal. The stimulation could not be reproduced with pacing. The device remains implanted.

Manufacturer narrative:
No medwatch form was received.